Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature alarm keeps alarming and cannot be cleared. There was no patient involvement, and no harm reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able duplicate the reported problem. The pcb and power switch are outdated. No actions taken due to the demand, condition, and age of the device. It is deemed beyond economical repair and will be scrapped. The service history review had no indication that the complaint was related to a service of the device within the review period.